Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right ventricular (rv) lead exhibited loss of capture. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The correct event description should have been "it was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right ventricular (rv) lead exhibited high pacing threshold and intermittent capture anomaly resulting in capture failure. The rv lead was explanted and replaced. The patient was in stable condition." Rather than "it was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right ventricular (rv) lead exhibited loss of capture. The rv lead was explanted and replaced. The patient was in stable condition."

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right ventricular (rv) lead exhibited high pacing threshold and intermittent capture anomaly resulting in capture failure. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and high pacing threshold were not confirmed. A complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Final analysis found no indication of conductor fractures or internal shorts. No other anomalies were found except for procedural damage.